Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
It was reported that an implantable neurostimulator (ins) overdischarge was suspected. The patient had last charged the ins ¿like a month ago¿ and had last felt stimulation ¿about 3 weeks ago.¿ the patient could not get the implantable neurostimulator recharger (insr) ¿to do anything¿ for the past ¿2 or 3 weeks¿ as the patient could not charge the ins and would get the reposition antenna screen. The implantable neurostimulator recharger (insr) was noted to have had a battery level of 100 percent. Additional information was reported indicating that the overdischarge was confirmed. The device could not be recharged and had to do a trickle charge at home. The patient experienced low back and leg pain. X-rays were taken and the lead was intact pending a final report. The patient did not recover and symptom or issues were ongoing. The patient was going to recharge and then return to the clinic for adjustments after being fully charged. Additional information received reported that a communication problem was reported. An implantable neurostimulator (ins) overdischarge was suspected. Problems with recharging were the primary reason for overdischarge. The patient had met with the manufacturer¿s representative (rep) a couple weeks prior and the device was pulled out of overdischarge but the device went back into overdischarge. It sounded like the power on reset (por) may not have been cleared at the time. Another physician mode recharge (pmr) to ¿jump start¿ the ins was going to be performed but the rep was having trouble getting the pmr started. The steps to perform a pmr were performed with the rep. Which was successful. A pmr was initiated. The rep. Later reported that the ins was attempted to be jump started but was unsuccessful the last time too so the patient was scheduled for a battery replacement but the date was unknown at the time of the report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.